Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed that there was no speaker sound at start up test and the device failed at manual power on test. The speaker will be replaced to resolve the issue. The customer was provided a replacement device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was identified during bench repair that the mx40 patient wearable monitor had no audio. The device was not in use at the time of the event. No adverse event occurred.